Event description:
On (B)(6) 2023 a patient was present at the usual follow-up (scheduled by the center on an annual basis). The patient had a teo dr, and when interrogated, end-of-battery alerts were immediately displayed. The technician tried to perform an egm to visualize the rhythm and at that moment the generator supposedly ran out of battery, the interrogation was interrupted and the patient syncopated. The patient had an escape rhythm, which allowed her to be assisted and the generator to be replaced immediately.

Manufacturer narrative:
Based on the historical follow-up data was provided, the expected overall longevity is estimated at ¿ 47 months (4 years). The implantation duration was 36 months, which is higher than 75% of the estimated overall longevity (75% of 47 months = 35 months). Based on hrs guidelines, no premature battery depletion occurred. The returned device showed normal operation. Based on the available data, no issue is suspected on the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2023 a patient was present at the usual follow-up (scheduled by the center on an annual basis). The patient had a teo dr, and when interrogated, end-of-battery alerts were immediately displayed. The technician tried to perform an egm to visualize the rhythm and at that moment the generator supposedly ran out of battery, the interrogation was interrupted and the patient syncopated. The patient had an escape rhythm, which allowed her to be assisted and the generator to be replaced immediately.